Event description:
A customer in the (B)(6) notified biomérieux of underestimated results in association with the vidas® brahms procalcitonin 60t (ref. (B)(4), batch not reported, expiry date not reported) regarding two patient samples. After a qcv detected failure in position a1 of the mini vidas blue 110 / 220 v (ref (B)(4), serial (B)(4)) the customer performed a retrospective analysis for potential impacted samples. For one patient, there could be an interpretation change if the patient was being evaluated for lrti. The retesting showed a false low result. Clinical context : unknown, original result = 0.20 ng/ml, repeat result = 0.26 ng/ml. There is no indication or report from the laboratory that the underestimated results led to any adverse event related to either patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a qcv detected failure for the mini vidas blue 110 / 220 v (ref 99737, serial (B)(6)) and underestimated results in association with the vidas® brahms procalcitonin 60t (ref. 30450-01, batch not reported, expiry date not reported) regarding two patient samples. A field service engineer (fse) visited the customer's site and identified that the qcv failure was caused by a clogged pump for position a1. The pump was cleaned and the fse performed another qcv successfully. The customer's instrument is fully functional after the fse maintenance. See h10 for addtls mfg narrative.